Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, the 78 year old female patient had an initial left tsa on (B)(6) 2020 and presented on (B)(6) 2023 with pain at acromion. Patient began having pain after holding grandchild. The case report form indicates that this event is definitely not related to the device and and/or to the procedure. It is also indicated that the action of immobilization to be taken. The outcome of this event was reported as continuing. 6464278: 320-31-36 - glenosphere, 36mm. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 6433495 300-01-10 - equinoxe humeral stem primary press fit 10mm. 6493660 320-10-00 - equinoxe reverse tray adapter plate tray +0. 6492729 320-15-05 - eq rev locking screw. 6464828 320-20-00 - eq reverse torque defining screw kit. 6355407 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 6440985 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6441080 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6390045 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. 6401168 320-35-06 - small extended cage glenoid plate. 6466711 320-36-00 - 36mm humeral liner +0 unconstrained.